Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removal") in a 25 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1036 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 19-may-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 26 year-old female patient who had essure inserted (lot no. B66023) for female sterilisation. The patient had a medical history of pelvic pain, haemorrhage abnormal, c-section, dyspareunia, urinary tract infection, breast feeding, depression, heartburn, migraine, nausea, backache, umbilical hernia, diarrhea, diarrhea, pregnancy, mental disorder and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1435 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date: as per argus: (B)(6) 2016. As per mr: (B)(6) 2017 r tubal ostia. Trailing coils in uterus; 2. Eft tubal ostia. Trailing coils in uterus: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: received in formalin are two fallopian tubes. The first weighs 3 gm and measures 5.5 cm in length by 0.8 cm in diameter with a 2.5 x 1.4 x 1.0 cm fimbriated end. The cut surface at the proximal end shows a short segment of coiled wiring consistent with essure device. The second fallopian tube weighs 3 gm, and measures 4.0 cm in length by 0.7 cm in diameter with a 2.0 x 1.3 x 1.0 cm fimbriated end. No coiled wiring is noted in the lumen. There are three separate segments of coiled wiring measuring 7.0 x 0.2 x 0.2 cm in aggregate. [Pregnancy test] on (B)(6) 2014: negative. The most recent follow-up information incorporated above includes data received on: 31-oct-2023: mr received: lot number added, reporters information patient medical history and surgical pathology reports were added. Product removal date and rcc updated. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure+removal") in a 25 year-old female patient who had essure inserted. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2016, 1036 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of medical device removal ("essure removal") in a 26 year-old female patient who had essure inserted (lot no. B66023) for female sterilisation. The patient had a medical history of pelvic pain, haemorrhage abnormal, c-section, dyspareunia, urinary tract infection, breast feeding, depression, heartburn, migraine, nausea, backache, umbilical hernia, diarrhea, diarrhea, pregnancy, mental disorder and pelvic pain. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2017, 1435 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (laparoscopic bilateral salpingectomy with removal of bilateral essure devices). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: discrepancy noted: removal date as per argus (B)(6) 2016 as per mr: (B)(6) 2017 r tubal ostia. Trailing coils in uterus; 2 eft tubal ostia. Trailing coils in uterus: 2. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2017: received in formalin are two fallopian tubes. The first weighs 3 gm and measures 5.5 cm in length by 0.8 cm in diameter with a 2.5 x 1.4 x 1.0 cm fimbriated end. The cut surface at the proximal end shows a short segment of coiled wiring consistent with essure device. The second fallopian tube weighs 3 gm, and measures 4.0 cm in length by 0.7 cm in diameter with a 2.0 x 1.3 x 1.0 cm fimbriated end. No coiled wiring is noted in the lumen. There are three separate segments of coiled wiring measuring 7.0 x 0.2 x 0.2 cm in aggregate. [Pregnancy test] on (B)(6) 2014: negative. Batch no: b66023; production date: 2013-09-05; expiration date: 2016-09-30. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. The most recent follow-up information incorporated above includes data received on: 24-jan-2024: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.